Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Gastric bypass procedure the device deployed clips that were malformed. Another device was used to complete the case with no adverse patient consequence.